Manufacturer narrative:
The information submitted reflects all relevant data received. Brand name is kappa 700 sr. Battery depletion-normal

Event description:
Programmer cannot interrogate device; magnet does not elicit any pacing. Pt has been lost to follow-up.